Event description:
It was reported that when using the bd pyxis¿ medstation¿ es tower was not communicating. The screen suddenly went black and then prompted for a password. The customer performed a hard reboot, but the issue persisted. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 14-apr-2021 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the station was not communicating and suddenly went to a black screen. A field service engineer mentioned that station was successfully booted up and updated. Further fse checked remote support service (rss) to confirm updates. The system functioned as intended after the field service engineer troubleshot the device.